Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder out of phase. Analysis was unable to confirm motor position encoder error alarm and unable to perform displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir keeps having air bubbles. The customer's blood glucose was 140 mg/dl at the time of incident. The reservoir will not be returned for analysis.